Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The DHR review confirmed that the device met all material, assembly and performance specifications. The device instructions for use (IFU) was reviewed. The reported patient symptom of tissue damage was found to be listed in the IFU. A risk review was completed and confirmed that the event of tissue damage was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on the information available, the reported tissue damage was determined to be due to an inadvertent/unintentional interaction. Therefore, a conclusion code of unintended use error caused or contributed to event was assigned to this investigation.

Event description:
It was reported that during an inflatable penile prosthesis (ipp) implant procedure, the distal urethra was inadvertently injured while the physician was dilating the distal portion of the left corporal body, leading to discontinuation of the procedure to allow for patient healing and rescheduling of the surgery for 4-6 weeks later; a subsequent procedure was later performed, during which an inflatable penile prosthesis (ipp) was successfully implanted. No additional information was provided.

Event description:
It was reported that during an inflatable penile prosthesis (ipp) implant procedure, while the physician was dilating the distal portion of the left corporal body, the distal urethra was inadvertently injured. As a result, the procedure was discontinued to allow the patient to heal. The surgical procedure was rescheduled for 4-6 weeks later. No additional patient complications were reported.